Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he felt "weak and out of breath." He also stated he "blacked out and it's a mystery." Further follow up did not yield any additional information. Company database indicates the device is still in use. No patient complications were reported as a result of this event.